Event description:
An impedance reading of less than 250 ohms was reported. The reading was obtained at an amplitude of 4 volts. No patient identifiers, patient symptoms, or device troubleshooting was reported. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.